Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed that the complaint needle was still attached on the device without the implants. The needle was stuck and could not be removed. Upon visual examination. It was found that the needle is bent at an angle beyond its intended design and the silicone was shown to be bunched up at the distal tip, indicating the needle over penetrated the meniscus causing difficult deployment of the implant to enter in the back of the meniscus. This complaint is confirmed. This failure could be attributed to user technique. A manufacturing record evaluation was performed for the finished device lot/ serial number (B)(4), and no non-conformance were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email during an unknown procedure the meniscal deployment gun couldn't place the implant correctly, and the omnispan meniscal repair 27deg couldn¿t be place, because the gun got stuck. The surgeon had to removed the gun, and the second implant was unlocked. As per the surgeon the first implant was aspirated and the second one had to be cut. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information later provided by the affiliate reported the procedure was completed with a similar competitor product. The affiliate also reported surgical intervention is not planned.